Event description:
Opening knife blade for procedure in operating room and discovered a dead winged insect in the sterile peel package. Blade did not reach sterile field. Original intended procedure: total hip procedure.